Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that alert/notification settings occurred. Date of event is an approximation. On (B)(6) 2024, the patient´s blood sugar decreased to 38 mg/dl and she was taken to the hospital. At the hospital although no treatment details were disclosed, the healthcare provider indicated the blood glucose (bg) level was dangerously low and the device did not alert to the bg level. There was no documentation about medical intervention. There was no documentation about any treatment administered. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No additional patient or event information is available.